Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation uppr body and legs"), bladder prolapse ("bladder prolapse"), arthralgia ("joint pain"), neck pain ("neck pain"), scar ("scar tissue surrounding my shoulders"), thoracic outlet syndrome ("thoracic outlet syndrome "), hypoaesthesia ("numbness"), paraesthesia ("pins and needles in my last two fingers"), arrhythmia ("heart arrhythmia") and headache ("headaches"). The patient was treated with surgery (surgery on april 3rd). Essure was removed. At the time of the report, the pelvic pain, inflammation, bladder prolapse, arthralgia, neck pain, scar, thoracic outlet syndrome, hypoaesthesia, paraesthesia and headache outcome was unknown and the arrhythmia had resolved. The reporter considered arrhythmia, arthralgia, bladder prolapse, headache, hypoaesthesia, inflammation, neck pain, paraesthesia, pelvic pain, scar and thoracic outlet syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- scar, thoracic outlet syndrome, numbness, pins and needles, cardiac arrhythmia, headache, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 1 diabetes mellitus. Insulin requirement decreased significantly after essure removal. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation uppr body and legs"), bladder prolapse ("bladder prolapse"), arthralgia ("joint pain"), neck pain ("neck pain"), scar ("scar tissue surrounding my shoulders"), thoracic outlet syndrome ("thoracic outlet syndrome "), hypoaesthesia ("numbness"), paraesthesia ("pins and needles in my last two fingers"), arrhythmia ("heart arrhythmia"), headache ("headaches") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (surgery on april 3rd). Essure was removed. At the time of the report, the pelvic pain, inflammation, bladder prolapse, arthralgia, neck pain, scar, thoracic outlet syndrome, hypoaesthesia, paraesthesia, headache and fibromyalgia outcome was unknown and the arrhythmia had resolved. The reporter considered arrhythmia, arthralgia, bladder prolapse, fibromyalgia, headache, hypoaesthesia, inflammation, neck pain, paraesthesia, pelvic pain, scar and thoracic outlet syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Event added as fibromyalgia on (B)(6) 2020: social media comment received. Medical history and new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation uppr body and legs"), bladder prolapse ("bladder prolapse"), arthralgia ("joint pain") and neck pain ("neck pain"). The patient was treated with surgery (surgery on april 3rd). At the time of the report, the pelvic pain, inflammation, bladder prolapse, arthralgia and neck pain outcome was unknown. The reporter considered arthralgia, bladder prolapse, inflammation, neck pain and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pelvic pain, inflammation, bladder prolapse, neck pain , joint pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. Reporter's information added.event: joint pain and neck pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 1 diabetes mellitus. Insulin requirement decreased significantly after essure removal. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation uppr body and legs"), bladder prolapse ("bladder prolapse"), arthralgia ("joint pain"), neck pain ("neck pain"), scar ("scar tissue surrounding my shoulders"), thoracic outlet syndrome ("thoracic outlet syndrome "), hypoaesthesia ("numbness"), paraesthesia ("pins and needles in my last two fingers"), arrhythmia ("heart arrhythmia"), headache ("headaches"), fibromyalgia ("fibromyalgia") and type 1 diabetes mellitus ("type 1 diabetic"). The patient was treated with surgery (surgery on april 3rd). Essure was removed. At the time of the report, the pelvic pain, inflammation, bladder prolapse, arthralgia, neck pain, scar, thoracic outlet syndrome, hypoaesthesia, paraesthesia, headache, fibromyalgia and type 1 diabetes mellitus outcome was unknown and the arrhythmia had resolved. The reporter considered arrhythmia, arthralgia, bladder prolapse, fibromyalgia, headache, hypoaesthesia, inflammation, neck pain, paraesthesia, pelvic pain, scar, thoracic outlet syndrome and type 1 diabetes mellitus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: social media received: type 1 diabetic and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation uppr body and legs") and bladder prolapse ("bladder prolapse"). The patient was treated with surgery (surgery on april 3rd). At the time of the report, the pelvic pain, inflammation and bladder prolapse outcome was unknown. The reporter considered bladder prolapse, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pelvic pain, inflammation, bladder prolpase no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.